Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer suspects falsely depressed architect cea and architect ca 19-9xr results for a patient. The following data was provided: (B)(6) 2021: cea: 11.3 ng/ml / ca19-9 result: 246.2 u/ml, (B)(6) 2022: cea: 16.3 ng/ml / ca 19-9 result: 166.6 u/ml. (B)(6) 2022 sid (B)(6): cea result: 4.38 ng/ml, ca 19-9 result: 22.32 u/ml, retested on (B)(6) 2022: cea result: 4.42 ng/ml, ca 19-9 result: 26.5 u/ml. The patient¿s clinical history is unknown and doctor suspects may¿s results are low. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely depressed architect ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search for lot 33474fp00 did not identify an increase in complaint activity related to the issue under review. Tracking and trending were reviewed and did not identify any related trends for the product for the issue. This further investigation reviewed historical performance of reagent lot 33474fp00 was evaluated using worldwide data from customers in the field for architect ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 33474fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 33474fp00. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record was reviewed and did not identify any potential non-conformances, deviations, or non-conformances related to the issue under review. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect ca 19-9xr reagent lot 33474fp00 was identified.a1 - patient identifier: initial: ni / corrected to: sid (B)(6) (too many digits for the field).